Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted or explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report for synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a transforaminal posterior atraumatic lumbar (tpal) procedure on (B)(6) 2016 in order to address a diagnosis of degenerative spondylolisthesis. After inserting the tpal spacer, the surgeon attempting to detach the applicator inner shaft, but was unable to do so. Then, the surgeon removed the inner shaft from the applicator handle and tried to detach it from the spacer, but was again unsuccessful. Eventually, the surgeon was able to wiggle the inner shaft from the spacer. The procedure was completed with a five (5) minute delay. No reported patient harm or additional medical intervention required. Following the procedure, the surgeon inspected the inner shaft and noted that the tip was more spread out than usual. Concomitant device(s) reported: applicator handle (part/lot: unknown / quantity: 1) and tpal spacer (part/lot: unknown / quantity: 1). This report is 1 of 1 for (B)(4).